Manufacturer narrative:
Reference associated medwatch #2020362-2018-00066. Customer stated will not be returning product for analysis. The report is based solely on the information provided by the customer. Historical review of the complaint database revealed complaints of alarms either sounding when they shouldn¿t or not sounding when they should were reviewed. Investigations into these complaints revealed that the most likely cause of the reported complaint is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ¿if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened." Without the device, we were unable to determined what the reported issue is and possible causes of the failure could not be determined. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Product will not be returning.

Event description:
Customer reported while the patient was in use with the posey alarm and the chair pad sensor, the alarm did not sound when the patients weight was removed from the sensor. The patient was attempting to use the restroom and did not call for assistance. The patient fell out of the wheel chair and fractured his/her hip. The patient underwent surgery to repair the fracture.